Manufacturer narrative:
(B)(4). Batch # m54402. The analysis results found that the ecs29a device arrived in good visual condition. The breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. (B)(4).

Event description:
It was reported that during a laparoscopic sigmoid colon procedure, when the first assist fired the device, the surgeon and sales rep did not hear a good crunch sound. The first assist reported that the safety was off and the device would not fire any further, but due to the position of the drape, neither the surgeon nor sales rep could visualize the device to verify. There was some difficulty releasing the device and upon release it could be seen the staples were not fully formed. There was a large rectal stump, so the surgeon used an endo-cutter and a competitive company's circular stapler to complete the procedure. There were no adverse consequences for the patient.